Event description:
It was reported that during a procedure; this pacemaker was explanted due to be operating in safety mode. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. This pacemaker is expected to return for analysis.